Event description:
During a follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and recommended provocative testing. No intervention has been performed. The patient is stable with no consequences.